Manufacturer narrative:
(B)(4). The test strips are no longer available to return.

Event description:
The customer complained of erroneous inr results for 1 patient tested on coaguchek xs plus meter with serial (B)(4) compared to the laboratory using the dade innovin method. The patient was tested on the meter at 3:24 p.m. With a result of 5.0 inr. The patient was drawn for a laboratory test at 3:30 p.m. The result from the laboratory was 2.4 inr. No adjustments were made to the patient¿s medication based on the result from the meter. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The patient did not receive any treatment and is currently in stable condition. The patient is not anemic, has no antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The patient is not on any new medications. The patient has not had any recent changes to diet and no recent illnesses. The patient has not had any bleeding or bruising. The meter and test strips were requested for investigation, however, the test strips are no longer available to return. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the patient¿s medications are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 216749-15) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.